Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) connected to es server and found multiple messages were pending for processing and found random services were stopped. Then started the remaining services and allowed the messages queue to clear. Also found that the structured query language was consuming a large memory, so stopped the services and extract transform load and rebooted. Then enabled the services and verified the station performance and tried to contact customer to confirm it. But there was no response from the customer and ended up in case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.